Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implant was not working right. The patient stated he had seen his healthcare provider two weeks ago who told him to meet a manufacturer representative. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the implant wouldn't keep a charge, did not run, and couldn't turn on. They attempted to interrogate and start the implant, but no attempts were successful to start the implant. The cause of the implant not working right was not determined and the issue had not been resolved. The hcp requested a manufacturer representative (rep) contact them to arrange an appointment to meet with the patient in the hcp¿s office to troubleshoot the spinal cord stimulator. It was noted that no one had contacted the patient.